Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient mentioned they thought their lead dislodged at the store, but they noticed therapy is helping their symptoms after they increased stimulation. No diagnostics/troubleshooting/actions/intervention were performed/taken. No patient symptoms were reported and no further complications have been reported as a result of this event.